Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 states that there was high right ventricular pacing lead impedance detected. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).